Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on (B)(6) 2025. The patient reported that his pump alarmed pump failure. The patient tried to use their backup pump which also alarmed pump failure. The patient had an additional pump and was able to resume remodulin therapy. It is unknown if troubleshooting was attempted. The patient did not report experiencing any adverse side effects. Investigation is in progress on recently returned materials. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 26-mar-2025 (report number 3016798778-2025-00029). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that on the date of the complaint, pump failure alarms were generated. During investigation a test delivery was initiated, and the pump failure alarm was reproduced. The pump was disassembled, and it was determined that the speaker experienced a mechanical failure, which was the cause for the pump failure alarm. The cause of the mechanical failure could not be determined. The system functioned within specification as it alarmed accurately and entered a failsafe state after alarming.